Event description:
The customer reported a b30 scope communication error while preparing the endoeye flex 3d deflectable videoscope for a diagnostic procedure. Another similar device was used to complete the intended procedure. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, the b30 scope communication error was caused by a faulty charged coupled device (ccd) unit. In addition, a pinhole, which caused a failure in the device¿s waterproofing, and a gap in the a-rubber were discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device from which a leakage at the universal cord occurred; water then invaded the video connector, and caused an abnormality in electronic components, and the suggested phenomenon occurred. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image. The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.